Event description:
A nurse at the user facility provided additional info indicating there was no pt impact/injury associated with this event. The nurse also indicated there was not a problem with the product, the intraocular lens was noted incorrectly in the delivery system by the surgeon.

Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.